Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor red actuator was broken into two separate pieces while impacting femoral component. Attune impaction handle broke into two separate pieces while impacting femoral component. All pieces removed from patient. No surgical delay.